Event description:
No patient involvement: us complainant reported the automated impella controller (aic) was powered on and staff did not see a blue cloud light after powering the device on. A variety of troubleshooting was performed unsuccessfully. The aic would not enter maintenance mode or airplane mode. Staff tried to factory reset, but continued to see a blinking amber light. Device was turned on and off, but was unable to get the device into maintenance mode. The impella was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplementa MDR will be filed.

Manufacturer narrative:
The investigation for the controller "power on" issues has been completed. The controller and the data logs were returned for evaluation. Inspection and testing of the unit revealed remote lan module (rlm) inability to properly boot-up was due to corruption of its microsd (som) card as evidenced by partition switching and an endless boot-up loop. After temporarily replacing microsd card with a known-good one, the unit was able to boot up, connect to a test network and transfer data, while the connection remained stable over time. There were no deficiencies of backstrap cable or aic components discovered.the data logs were reviewed are are consistent with complaint and show persistently failing handshakes (attempts to establish communication between aic and rlm). Therefore the root cause of the reported power on issue was due to corrupted microsd in the rlm. However, the cause of the corrupted microsd card could not be determined.